Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred related to a failure of its internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation but the investigation is on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator "service required" alarm condition occurred related to a failure of its internal battery. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error codes related to the charging of the internal battery were observed. The device's software needs reloaded and power management board need replaced to address the issues. Evaluation conclusion device has been evaluated but not repaired. The estimate was rejected and the device scrapped per the customer request.